Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the paint was peeling from fork. There was no injury reported. However; we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. Initially there was no information about reportable problem. Then, on (B)(6) 2022 during the inspection, the technician noticed the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. Initially there was no information about reportable problem. Then, on (B)(6) 2022 during the inspection, the technician noticed the paint was peeling from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. Initially, there was no information about the reportable problem. Then, on (B)(6) 2022 during the inspection, the technician noticed the paint was peeling from a fork. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the service unit, the offer for repair was proposed to the customer, however, it was not accepted yet. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping, which contributed to the event. There is no indication if the device was being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis was performed by subject matter experts and concluded that the manufacturer did not receive photographic evidence, so it was difficult to lead the technical investigation. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.